Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system detected a high out of range right ventricular (rv) pacing impedance of greater than 2000 ohms. During the revision procedure, this rv lead was tested with the pacing system analyzer (psa) and high out of range pacing impedances were still observed. The patient told the physician he had been doing a lot of push-ups during his workouts. The physician felt the lead had been crushed between the patient's clavicle and first rib. Fluoroscopy was performed, but was inconclusive. The decision was made to surgically abandon and replace this rv lead. No additional adverse patient effects were reported.